Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 800 mg/dl. The customer went to the ER and was subsequently admitted to the intensive care unit with diabetic ketoacidosis and a heart attack. Reportedly, the customer's continuous glucose monitor (cgm) was not available due to a non-tandem transmitter issue, and customer did not have a bg meter available and did not realize their bg was as high as it was; reportedly, the customer was ¿guesstimating¿ their bg when requesting boluses via the pump. The customer was treated with intravenous fluids of saline and insulin. The customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Tandem technical support educated the customer to have a bg meter on hand and how to use the insulin pump when cgm readings are not available.